Manufacturer narrative:
No report of patient involvement. The initial reporter occupation was unavailable at the time of the MDR filing. A ge healthcare service representative performed a checkout of the equipment. The bag/ventilator switch was replaced, the unit was returned to service.

Event description:
The hospital reported that, during the preoperative checkout, the bag/ventilator switch was intermittently not functioning. There was no report of patient involvement.